Event description:
It was reported that the patient's device testing revealed several open electrodes. Add'l testing revealed out of range impedances. The surgeon is pursuing device revision. The surgery has been scheduled.